Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color after the blood flow stopped. Hand pressure is used to stop bleeding. There was no patient injuries reported. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The surgery was performed using a retrograde method. The doctor was certified to use the exoseal vcd. There are no obvious signs of damage to the device or packaging prior to use. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, is unknown. Angiography to confirm the suitability of the femoral artery, including confirmation that the insertion angle of the vascular sheath introducer is 30 to 45 degrees. The diameter of the blood vessel is greater than or equal to 5mm, and there is no obvious calcium deposit, plaque, stent, or stenosis greater than 50% at or near the puncture site. Prior to the use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. Hand pressure is used to stop bleeding. There were no patient injuries were reported. After the pulsatile blood flow stopped, the indicator window did not change color, and the device was being returned. The surgery is performed using a retrograde method. The doctor is certified to use exoseal vcd. There are no obvious signs of damage to the device or packaging prior to use. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, is unknown. Angiography to confirm the suitability of the femoral artery, including confirmation that the insertion angle of the vascular sheath introducer is 30 to 45 degrees. The diameter of the blood vessel is greater than or equal to 5mm, and there is no obvious calcium deposit, plaque, stent, or stenosis greater than 50% at or near the puncture site. Prior to the use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device was returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color after the blood flow stopped. Hand pressure is used to stop bleeding. There were no patient injuries reported. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The surgery was performed using a retrograde method. The doctor was certified to use the exoseal vcd. There are no obvious signs of damage to the device or packaging prior to use. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, is unknown. Angiography to confirm the suitability of the femoral artery, including confirmation that the insertion angle of the vascular sheath introducer is 30 to 45 degrees. The diameter of the blood vessel is greater than or equal to 5mm, and there is no obvious calcium deposit, plaque, stent, or stenosis greater than 50% at or near the puncture site. Prior to the use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received on black/white and red. During this visual analysis, no additional anomalies were observed to be reported. The guard locking simulation could not be performed since the unit was received with the wire already retracted by the deployment execution, and the guard was received already locked. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device. The internal mechanism exhibited no abnormalities, and the device was received fully deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.